Event description:
The distal end which threads into the pedicle screw broke off in the screw head. The surgeon chose to leave the broken piece in the screw head. No pt injury was reported.

Manufacturer narrative:
Reviewed device history records. Device was manufactured to all applicable specifications. No manufacturing defects, signs of excessive wear, or inclusions that would cause this failure were observed. The features of the fracture indicated a failure due to a side loading condition. The fracture features were not characteristic of a failure in torsion. No indications of pre-existing cracks or significant material anomalies were observed. Excessive bending force was applied to the guide pin.